Event description:
The physician reports that a glaucoma pt (pre-existing open angle) underwent cataract surgery with implantation of the crystalens in the left eye. One week postoperatively, the pt was diagnosed with cystoid macular edema. The cme persisted and the steroid treatment resulted in increased iop. Preoperatively, the pt's bcva was 20/50+3 with mrse +2.75 - 0.25 x 083. Postoperatively, the pt's bcva decreased to 20/60 with mrse -1.00 - 1.00 x 065. The pt's iop was controlled as of the 2008 visit, and the pt was under the care of a retinal specialist. In the surgeon's opinion, the root cause of the event was a biometry calculation error, complicated by secondary cme and glaucoma.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the reported event was related to a biometry calculation error further complicated by secondary cme and glaucoma.